Event description:
On (B)(6) 2008, the pt was implanted with three gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. On (B)(6) 2013, computed tomography scan reveal a proximal type I endoleak with aneurysmal growth (amount unk). The physician attributed the endoleak to a lack of device apposition to vessel wall. The pt had no reported anatomical issues (tortuosity, thrombus, calcification, etc.). On (B)(6) 2013, the pt was implanted with an add'l conformable gore tag thoracic endoprosthesis (tgu454510/11650303) to treat the type I endoleak. During the procedure, it was reported that the ctag device moved proximally upon deployment (distance unk). One of the uncovered flares on the device had partially and unintentionally covered the left subclavian artery. An angiogram revealed that the artery was still patent and did not require intervention. The endoleak was resolved w/o any further complications, and the pt tolerated the procedure.

Manufacturer narrative:
Please note that the endoleak and aneurysmal growth detected on (B)(6) 2013 was initially reported in medwatch # 2017233-2013-00786. A separate medwatch was needed to capture the unintentional coverage of the left subclavian artery with the ctag device; therefore, this medwatch was created. A review of the mfg records for the device verified that the lot met all pre-release specifications.